Event description:
It was reported via repair work order that thebrakes could not be fully engaged due to malfunctioned retaining rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.